Manufacturer narrative:
Device evaluation completed on (B)(6) 2020: during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade IV. Manufacturer¿s reference number (B)(4).

Event description:
It was reported that a (B)(6) year-old (B)(6) female who underwent breast augmentation revision with a mentor memorygel 475cc silicone prosthesis experienced bilateral capsular contracture baker grade IV post procedure. A physical examination was performed by a physician and capsular contracture was diagnosed. As a result, replacements with mentor gel was performed on (B)(6) 2020. This report belongs to right prosthesis.

Manufacturer narrative:
On september 22 2020: the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on april 30, 2021 indicated that the patient underwent bilateral, capsulectomy and replacements as follow: left replaced with cat#: 3503501bc, sn#: (B)(6), and right replaced with cat#: 3503501bc, sn#: (B)(6). This report relates to the right prosthesis. Manufacturer¿s reference number: (B)(4).